Event description:
It was reported that a cusa 23khz hand piece did not reach full power because the required frequency was not reached. The unit was in contact with a pt and the malfunction caused a 60 minute surgical delay.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.